Manufacturer narrative:
Returned device was received in poor physical condition with chipped corners on the top case and broken tubing guide. Evidence of reported problem in event log was found. During the evaluation of the device, the networking issue was not able to be replicated by analysts. The force sensor was found to be within spec. There was noted contamination on the interconnect board and the antenna was causing an intermittent error. This issue was found to have been caused by the customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was having networking issues and force sensor alarms and occlusions. There were no reported adverse events.